Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A facility reported that every time an electric power outage occurs, the laser stops working and locks. System did not display an error message. No harm was reported and the procedure was completed. Additional information has been requested.

Manufacturer narrative:
Additional information provided. At the visit onsite, the field service engineer verified the system and did not detect any abnormalities. The error was not reproducible. The root cause could not be identified conclusively but it can be excluded that a product malfunction has caused the reported event. The most likely root cause might be user handling e.g. Pressing the foot pedal. The manufacturer internal reference number is: (B)(4).